Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a crack near the case seal of the battery compartment was observed. The temperature complaint could not be duplicated during the investigation. Pump powers on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box shows no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing. Removed the pump cover; no evidence of loose components or moisture contamination identified inside pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: her pump feels warm, as does the insulin when it is removed from the pump. She noticed this in the beginning of (B)(6) and it has gotten progressively worse since. She has been having blood glucose (bg) in the 250-350mg/dl range and feels thirsty and tired since she noticed the issue. She relates elevated bgs to the temperature change in the pump and the warm insulin. Patient has been in the mid 200mg/l range all day, is going to discontinue use of the pump and go to alternate form of insulin delivery. Customer support (cs) identified no other issues in pump or infusion sets and advised patient to go to alternate form of insulin delivery, to call hcp if needing any instructions for alternate form of insulin delivery. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the temperature issue was not resolved in troubleshooting.